Manufacturer narrative:
The hakim valve (ID 823164 ) was returned for evaluation. Failure analysis - the valve was visually inspected, a needle hole in the needle chamber was noted. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux and pressure. The valve was leak tested and only leaked from the needle hole in the needle chamber. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no programing issues were noted.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823164) was implanted via ventriculoperitoneal (v-p) shunt on (B)(6) 2021 with 70mmh2o. The set pressure could not be changed, therefore, the valve was removed and replaced on (B)(6) 2023. Based on the information provided, it is unknown if the patient experienced any signs and symptoms. Primary disease is mid-intermediate fissure cyst. The patient recovered.